Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units alarmed error code 65. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : the customer does not consider maintenance for the time being. It has been informed of the risks and customers are not advised to continue to use it.

Event description:
N/a.